Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had her on 1.3 v and she had 3 accidents on (B)(6). The patient reported she talked to a manufacture representative (rep) and they turned stimulation up to 1.4 v. The patient stated the implant started zapping her and was very strong. The patient stated the rep turned it back down to 1.3 v. The patient said it made her stomach upset and zapping was very annoying. The patient turned stimulation down from 1.2 v to 0.8 v and it settled down, but is still bothering her stomach a little bit. The patient noted when the amplitude was decreased amplitude it eliminated the uncomfortable stimulation. The patient decreased stimulation to 0.7 v and stated she felt a fluttering in her stomach. The patient then decreased to 0.6 v and stated she did not feel flutter that much. The patient stated when she decreases stimulation; it does not work (therapy). The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.